Event description:
It was reported that the lead possibly dislodged and had high thresholds. The lead was explanted and replaced. It was noted that the physician preferred to place an active fixation lead due to the patient¿s large size/body habitus. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbb1d4 lead implanted: 2013-(B)(6).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.